Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of psoriasis was exacerbated by the lifevest equipment. The patient described the area as blisters that break and seep. There was no alleged device malfunction contributing to the irritation. The patient¿s physician instructed patient to remove lifevest for periods of time during the day to let skin rest so it can heal. Follow up indicated that the skin irritation improved.